Manufacturer narrative:
(B)(4). The complaint rt019 filter has not been received by fisher & paykel healthcare for evaluation. Our investigation is therefore based on the information provided by the customer. Further information was sought from the hospital, and we were informed that the filter had been in use for about 15 to 20 hours and that the drugs pulmicort and ventolin were being nebulised. The rt019 filter is a single use product designed as bacterial/viral filter to prevent contamination by microorganisms present in the ventilatory gases of patients undergoing treatment. From the description of events it does not appear that the device was defective in any way. The occlusion of the filter was most likely due to the nebulised drugs being administered to the patient. Our user instructions which accompany the product state: - change filter if noticeable deterioration occurs, following standard hospital procedure - when nebulized drugs are used resistance to flow should be monitored and the product replaced, following standard hospital procedure

Event description:
A hospital in (B)(6) reported that an rt019 inspiratory/expiratory filter was blocking and causing disruption of the flow to the patient from the ventilator. They further stated that changing the filter resolved the issue. No patient consequence was reported.